Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from june 23, 2020 - june 24, 2020. H10: the device was received for evaluation. Unaided visual inspection was performed, did not identify any abnormalities, that could have contributed to the reported condition. Functional testing was performed, which revealed a leak at the spike port weld in back of the bag. Additional magnified inspection was performed, which verified a small tear/hole at the back side spike port weld of the bag, where the leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the side seam. The leak was discovered after setup/preparation prior to patient use. There was no patient involvement. No additional information is available.